Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the device found that the stent was returned dislodged from the stent delivery system (sds). The stent was not returned. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. There was a kink in the midshaft just distal to the hypotube shaft. The tip section of the device was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure a stent dislodgement occurred. While prepping the 2.25x28mm promus element stent delivery system (sds) it was noted that the stent was not on the balloon. The stent was unable to be located and the device never entered the patient. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during preparation for a stenting treatment procedure a stent dislodgement occurred. While prepping the 2.25x28mm promus element stent delivery system (sds) it was noted that the stent was not on the balloon. The stent was unable to be located and the device never entered the patient. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.